Manufacturer narrative:
Conclusion: analysis of the first valve was not possible as the valve remained implanted. The device history record (DHR) for the first valve and the associated frame lot were reviewed which showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Images and cine were reviewed and revealed two valve load checks for this event and confirmed these were good loads. The imaging provided confirmed the first valve at 80% was severely constrained. The evidence confirmed the first valve migrated out of the annulus and was not shown but relocated above the coronary arteries. A second valve was loaded and implanted and a post balloon aortic valvuloplasty (bav) was performed to reduce the severe paravalvular leak (pvl). There was no additional imaging that confirmed cardiopulmonary resuscitation (CPR) was performed or the relocation the first valve to avoid a tube graft. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame was constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. In this case, it was reported that the patient had severe calcification, which could have contributed to the valve being constrained and show under-expansion. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, as the physician was withdrawing the dcs, the nosecone of the dcs dislodged the valve. It is mentioned that the containment was a factor in the valve dislodgement by the nosecone of the dcs upon removal. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was a result of the valve dislodge, and was severe enough to result in subsequent aortic insufficiency and hypotension. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this event, after valve dislodgement pvl and a drop in blood pressure were observed. Under expansion of the valve frame, paravalvular leak, and hypotension are all known potential adverse effects per the device instructions for use (IFU). The hypotension following the dislodge was corrected through implanting another valve. The dcs was not returned to medtronic for analysis as it was discarded. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. However, given the information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Based on the information available, a conclusive root cause of the dislodgement could not be determined, but there is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method codes, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve became stuck in the native valve during the removal of the delivery catheter system (dcs). The valve was constrained by severe calcification. A slightly narrow sinus of valsalva was also noted. A pre-implant balloon aortic valvuloplasty (bav) was not preformed. Update data: d11 product ID: evolutpro-26, serial/lot #:(B)(6), ubd: 2021-03-13, UDI#:(B)(4)a2 age at event a4 weight medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The delivery catheter system (dcs) lot number was received and was added in section d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no images were provided of the procedure. Coronary occlusion post tavi, deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the first valve dislodged requiring a second valve to be installed. Its possible that the occlusion was the result of the first and second valve lattices overlapping and making a tube effect blocking the flow of the coronary ostia. This may have predicated the cardiac arrest, which is a is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU. Here the patient recovered after CPR and did not require a pacemaker in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. The patient recovered after the first valve was pulled up out of the annulus, and the second valve was implanted without further issues. This event does not indicate device misuse or malfunction. Updated data: additional codes - ime health clinical and imf health impact h6. Eval code conclusion: added d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 21-oct-2020, UDI#: (B)(4). Product ID: evolutpro-26, serial/lot #: unknown, ubd: 21-oct-2020, UDI#: unknown. Product analysis: both valves remain implanted, the delivery catheter system (dcs) was not returned; therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged, which was caused by the nosecone of the delivery catheter system (dcs) as the dcs was being withdrawn. It was reported that the valve was constrained when retrieving the dcs, which contributed to the dislodgement. It was reported that a pre-implant dilation had not been performed. Following the dislodgement of the valve, a large amount of aortic insufficiency (ai) was observed along with a poor blood pressure. It was reported that the coronary arteries were not blocked by the valve. A second transcatheter valve was loaded and deployed in an adequate position. However, when opening the second valve, it was reported that a "tube" was created, blocking the coronary arteries. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed for 2 to 3 minutes. During CPR, the first valve was retrieved from the coronary arteries and the second valve was implanted. The patient recovered, CPR was no longer needed and the procedure was completed. No additional adverse patient effects were reported.